Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and isolated the defective part to the pcb, iabp main board. To remediate this the fse replaced this defective part. The unit passed all functional and safety tests as per manufacturer's' specifications.

Event description:
N/a.

Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump(iabp) had a warning maintenance required code 5. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.